Manufacturer narrative:
System components: reservoir 65ml, model- 72400152, lot sn- (B)(4).

Event description:
It was reported that the patient had a surgical procedure to reimplant an inflatable penile prosthesis (ipp) device after having a previous surgery to remove the ipp due to an infection. A patient outcome of stable was reported.